Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. The technical assistance center (tac) provided remote troubleshooting support. The customer reported that gastrointestinal videoscope displayed an e315 unsupported scope error during setup prior to use. The scope was attempted three times before switching to a different scope. Tac asked the customer to confirm that a video cable intended for 180 series scopes was not connected to the processor while using a 190 series scope, as this could cause the reported error. The customer confirmed that the cable was not connected. Tac advised the customer to clean the scope gold contacts and to ensure the processor was power cycled between scope exchanges without hot swapping. The customer confirmed these troubleshooting steps had already been attempted prior to contacting tac. Tac further advised that because the tower functioned properly with other scopes, the issue was likely related to the subject scope. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope displayed an e315 unsupported scope error message. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.